Manufacturer narrative:
During the device evaluation, additional issues were found. The a-braid was damaged. The m-plug unit and m-case unit master and slave were cracked, and the light guide cover glass was scratched and deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a standard inspection of a customer returned asset, it was noted the adhesives had deteriorated on the bending section cover and charge-coupled device lens. The customer did not report any problems associated with the device and there was no patient/ user injury or harm reported to olympus. Everything went as planned. No one had commented or complained. It was unknown if the scope was last used by a urologist or gynecologist.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The cause was presumed to have occurred due to stress applied to the distal end from the outside of the endoscope, or chemical attack by chemical agents. This event was considered preventable. The following description is provided within the instructions for use (IFU): "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." The IFU further states: "repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion 'operation manual'." Olympus will continue to monitor field performance for this device."